Event description:
It was reported while priming manually the customer observed the loss of insulin from back of reservoir. It also happened when the reservoir was used in the insulin pump.

Manufacturer narrative:
Currently, it is unk whether or not the reservoir may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.